Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, date of birth, weight, ethnicity and race was not provided for reporting. UDI #: (B)(4). UDI: (B)(4), upc = (B)(4), expiration date= na, lot number = (10)0058b. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2018-00031. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that while using two different types of band- aids (bandaid sheer & bab perfect blend clear light) she had a severe reaction. She reported that there was a rash, swelling and itching were the adhesive touched her arm. The consumer sought medical attention, where she was told that she is allergic to the adhesive. No additional information is known at this time. This is one of two medwatches being submitted as two devices were involved in this event. The same patient is represented in each medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 5, 2018. This is one of two follow-up medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2018-00031. The same patient is represented in each medwatch. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.